Event description:
A complaint of uncomfortable stimulation was received. Multiple attempts to program the pt were unsuccessful. The pt's system was explanted and a new precision system was implanted.